Event description:
It reported that there was high impedance, no capture, and noise on the lead. The lead was noted to be fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: the proximal segment was returned, analyzed, and no anomalies were found. It was noted that there was blood on the distal conductor, the outer insulation was breached cut, the outer insulation had a cosmetic depression, there was a white substance on the outer insulation, and there was apparent explant damage.